Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "post surgery the patient was in a lot pain and a screw broke."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.